Manufacturer narrative:
Method: the device was reported to be returning for an analysis, but has not yet been received. The review of the device history records (DHR) is currently in progress for the lot number provided. Results: at this time the results are pending the completion of the investigation which is currently in process. Conclusions: the sample will be evaluated when received and a follow-up report will be field once the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Fill volume: 550 ml. Flow rate: 8 ml/hr. Cathplace: not applicable. Please reference: 2026095-2014-00098/(B)(4), 2026095-2014-00100/(B)(4). It was reported that there were 3 incidents of stuck bolus button reported. Incident 2 of 3: on (B)(6) 2014, shortly after the pt was connected to the pump, the physician or nurse attempted to push the bolus button and the button was stuck. It is unk how long the button remained stuck, before the pumps were discontinued. At this time, the button remains stuck. Location of the orange indicator was reported to be at the halfway mark. It was unk if the red tab was pulled; however the sample currently does not have the red tab in it. Specific patient info was unk; however no adverse event occurred as a result of the incident.